Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash with blisters under the therapy electrodes. The patient's doctor advised the patient to use hydrocortisone cream on the irritation. During a follow-up the patient reported that the irritation was about the same.